Event description:
The following has been reported: biomed reported: cassette not recognized, tried multiple cassettes. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for set ID failure. No physical damage or defect was found during investigation. The device was reverted to manufacturing mode and failed set ID admin testing.